Event description:
Subsquent to the initially filed report it was reported the lesion was the proximal to mid left anterior descending (lad) coronary artery. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat the distal right coronary artery (rca) with heavy calcification and 80% stenosis. During the procedure, blood backed up at 70 pulses due to the rupture of the 2.5x12 mm coronary ivl catheter. The catheter was removed and a 2.75x12 mm non-abbott balloon was inflated to 16 atmospheres, followed by deployment of the 2.75x15 mm xience skypoint stent. A 3.0x15 mm non-abbott balloon was used for post-dilatation at 14 atmospheres and an atypical type-c dissection at stent edge was seen via optical coherence tomography (oct). A 2.75x12 mm xience stent was placed to treat the dissection. Oct was again performed which showed full stent extension. The physician was happy with the case. There were no further complications. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.